Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he had changed the battery in his monitor and the device alarmed to call zoll. The monitor was then unable to power on. The pt was issued a replacement monitor.